Event description:
Patient underwent a total prolift procedure -vaginal mesh kit- in 2007, for stage 2 pelvic organ prolapse. She has done well with resolution of prolapse and is very happy with procedure, but was noted to have a small mesh exposure anteriorly at 6 months. This has been associated with a minimal discharge and bleeding. We excised the exposed mesh six months later, easily, as an outpatient. Dates of use: 2007 -- 2008. Diagnosis or reason for use: pelvic organ prolapse. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.